Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
It was reported that the patient started seeing a new healthcare professional (hcp) after relocating, and was told by the hcp that the medications in the pump were not the "right ones". It was noted that there was "probably a growth" on the end of the catheter, and this is the reason the patient was not getting the medication. The patient's pump was intended to infuse hydromorphone. Additional information was requested, but was not available at the time of report.